Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 30.8 mmol/l at the time of incident and other blood glucose values were 30.2 mmol/l, 32 mmol/l and over 22.2 mmol/l. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.